Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the left master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and the reported issue was confirmed and replicated. No visual failures related to the reported problem were found during inspection. Functional testing on a single fixture test platform (sftp) system resulted in failing axis 7 motor and pot. An applied behavioral analysis (aba) swap was performed on axis 7 motor and pot. The probable root cause is attributed to electrical and fiberoptic defect pertaining to the axis 7 motor and pot of the mtm per findings from failure analysis of the returned mtm.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated recoverable error 23017 occurred. The tse confirmed error 23017 was in the logs pointing to the left master tool manipulator (mtm) gimbal on surgeon side console (ssc) 1. The tse advised the customer to perform a hard power cycle to clear the error; however, the customer stated that they were near to close the case. The procedure was completing as planned with no reported injury. Isi followed up with the robotic coordinator and obtained the following additional information: the system was never power cycled after the procedure. Ssc 1 was unusable for the rest of the procedure.